Event description:
A diabetes educator called and reported that the customer was hospitalized, due to overdelivery of insulin. Customer's blood glucose was 33 mg/dl. Leading to the admission, customer's daughter had helped with a set change for the first time and the tubing was full of blood. At time of report, customer's blood glucose was 244 mg/dl. The customer did not have a reservoir to complete troubleshooting. Customer would reportedly call back when reservoir and insulin would be available to test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.